Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No obvious signs of use were observed. Visual analysis did not reveal any defects or anomalies on the returned sample. A manual tug test confirmed the needle cannula was secure within the needle hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received , no problem was found on the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the needle cannula/hub separation during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the doctor found the needle cannula/hub separation during use on the patient." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).